Event description:
Related manufacturer reference number: 2017865-2022-39280 it was reported that the patient presented for a scheduled procedure. At the end of the procedure the patient was in the recovery room and the patient lost consciousness and had seizure like activity. A code blue emergency was called, and a bedside echocardiogram confirmed a pericardial effusion. A pericardial centesis was performed and the patient was in stable condition. The device and leads remained implanted.